Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the issue was due to a defective battery. The external battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery that would not hold the expected charge. There was no patient injury reported as a result of this incident.